Event description:
It was reported by the pt that he had prod implanted in 2002 for bi-lateral inguinal hernias. He was later told that he had an entrapped ilioinguinal. States he agreed to exploratory surgery only, however, ilioinguinal was tri-sected without his consent and also mesh was "trimmed" during this second procedure. Pt claims he now suffers from his wbc staying up, prostrate problems, pain in chest, sigmoid diverticulitis, indigestions and eriodic vomitting from spasms, etc. He feels that mesh is somewhat to blame for his problems, combined with inappropriate treatment, since none of these problems existed pre-surgery.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if prod is returned for eval or add'l info becomes available.